Event description:
Procedure type: sigmoidectomy. According to the reporter: the first firing was perfect without any problem. But after the second firing, the surgeon observed that a few staples at the distal end did not form a "b" shape. This also happened in the third firing. Some bowel leakage occurred at the poor staple formation site. The surgeon fixed the poor staple line by suturing. No further patient details are known.